Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:investigation summary for both unknown screws / involved parts 2, both screws are broken- or cut off between the screw head and the threaded shaft. The threaded shafts are not available for investigation. Without all involved instruments and implants we cannot determine the exact root cause of the complained issue. Multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. The relevant dimensions cannot be investigated, because the bad condition of the implants. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the removal of the plate locking compression plate (lcp) synthes pediatric hip implant, cold fusion between the plate and the proximal screw requiring breakage of screw to remove the plate. Cold fusion which requires the sacrifice of the proximal screw to be able to make the removal of the plate. The screw was left in the patient bone. There were two plates involved, but it is unknown which of the two plates. According the device report the plates are not broken but the screw is broken to remove the plate. This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part of one of the screws remains in the patient. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. This report is for two unknown screws/unknown lots. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal screws were removed first. The three distal screws are removed without any particular problems with a size suitable screwdriver. The proximal three screws were removed. However one of the three screws was welded to the cold plate. It was not possible to remove it. The decision was to saw the screw flush with the bone and leave it in place. By doing this, the most lateral end of the welded screw with the plate was removed in one piece. Then the second plate was address. Distally, removal of four screws was relatively difficult to impossible to unscrew screws. It was decided to proceed with the proximal screws ablation. The proximal in ablation also is relatively difficult with two screws that are removed in three and a screw which is impossible to remove. Even with the use of the appropriate equipment, removal of the screw is difficult. It was decided to proceed to saw the plate in two pieces to try to unscrew the plate and screw in one piece. When the product was received by the manufacturer, it was noted that two screws were broken off at the head and one of the two plates was broken off. One broken off screw head is stuck in the intact plate. It was reported there was a ninety minute delay in the procedure.

Manufacturer narrative:
This report is for an unknown screw. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.